Event description:
It was reported that this patient developed septic shock due to a perforated gastric duodenal ulcer. The patient required temporary pacing therapy and this boston scientific implantable pulse generator (ipg) was implanted. Post operative interrogation displayed code 1001, low battery capacity was detected. A boston scientific technical services consultant communicated the low battery capacity code occurs when the device is in storage mode and the remaining capacity to elective replacement indicator (eri) is less than storage capacity measurement threshold. This fault is intended to prevent implantation of a device that contains a battery that is not fully charged. Additionally, it was noted that the device use before date had expired. The physician was informed that an expired product should not be used internally, externally and should be returned. The physician recognized that this is not intended use of the device and acknowledged he did not consult boston scientific prior to use. Due to ongoing sepsis and inability to be weaned from a ventilator, the patient was transitioned to palliative care and subsequently passed away. No adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and obtain the location of this device. No further details are available at this time. This investigation will be updated should further information be provided.